Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device. The power cord connection was loose and battery was not charged. No parts were replaced, however, the ventilator is working well and back in service. Additional information was requested but not received.

Event description:
It was reported that during set up a ventilator shut down. There was no patient involvement.